Manufacturer narrative:
Product analysis there was no resistance loading a 0.015 inch patency mandrel into the inner lumen. The distal tip was damaged. The 15th distal stent segment was deformed with struts raised. (B)(4).

Event description:
Physician was attempting to implant one integrity bare metal stent to a moderately calcified lesion in the rca with 90% stenosis and moderate vessel tortuosity but the stent could not pass the lesion. The device was removed from the packaging, inspected and prepped prior to use with no issues noted. The lesion was first pre-dilated. Resistance encountered when advancing the device and excessive force was not used. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.